Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. Serial#: unknown/not provided. Catalog#: a partial catalog is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a symfony toric, zxr00, intraocular lens (iol) will be explanted due to over correction of astigmatism. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Conclusion: product testing could not be performed because the product was not returned. Considering the limited information available it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.